Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was not delivering set o2 (oxygen) and an alarm was displaying. The ventilator was not on a patient at the time of the event. The service engineer performed an oxygen sensor calibration successfully and resolved the issue. The ventilator is now in a working condition.